Manufacturer narrative:
The account replaced the connector board to repair the bed.

Event description:
The account stated when the knee function is ran up, it will stop and the run back down unintentionally.